Manufacturer narrative:
Lead model 3387s, lot # v526048, implanted: (B)(6) 2011, explanted: unk; patient programmer model 37642, serial # (B)(4), implanted: na, explanted: na.

Event description:
It was reported that the patient fell against her low back. The cause of the event was increasing settings on implantable neurostimulator. No abnormal impedance measurements were found. The higher settings resulted in nausea, dizziness, and "shock." There was no surgical intervention. A reprogramming took place on (B)(6) 2011 and the voltage was decreased from 3 to 2.5. The symptoms already resolved. There was no hospitalization and the patient recovered without sequela.